Event description:
A 350cc mentor memorygel breast implant prosthesis was received by the mentor analysis lab without a complaint in regard to the product quality or patient issues. As a result, the device was tested and determined to have a reportable failure mode.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in two (2) parts. In addition, an area of shell abrasion was observed at the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: insufficient information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).